Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the third day of wear and was unable to obtain readings. The customer became hypoglycemic, sweaty, and lost consciousness. Customer reported being able to self-treat (treatment unspecified) and also had contact with a healthcare provider who adjusted his/her insulin dosage. No further information was provided. There was no report of death or permanent injury associated with this event.